Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). A product investigation was completed: we have received just a broken off threaded part from a hammer guide with unknown lot number. The item shows wear marks at the shaft of the thread. The first two thread flanks are damaged at the outer diameter. Due to the missing lot number we are not able to perform a DHR review. Unfortunately we are not able to determine the exact cause which has led to the damages. It is likely, that the hammer guide was not completely inserted into the insertion handle and while hammering the damages occurred. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient info: unknown (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). No device history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017, the threads of the insertion handle damaged during use of the hammer guide. The surgery was not prolonged. No information available about patient condition and outcome. This is report 1 of 1 for (B)(4).